Event description:
A voluntary medwatch (mw5186241) was received by the manufacture for a vent inoperable alarm on a trilogy evo ventilatory device during patient use. No death or serious injury to the patient were reported. The device has not been returned for evaluation. If new information becomes available that changes the outcome of the investigation and associated medical device reporting, a follow up/supplemental report will be completed.